Event description:
On october 27, 2009, the facility representative notified baxter quality relations of one colleague triple channel volumetric infusion pump with a reported condition of out of service on channel c. There was no audible alarm to be notified of the channel c failure. It is unknown if there was any patient injury or medical intervention associated with this reported condition. The facility not be contacted for additional information.

Manufacturer narrative:
It is unknown at this time if the device is available for evaluation. If the device is received for evaluation, a follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
Device will not be returning to baxter for evaluation. (B)(4).

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The nurse asked to have someone come out to the hospital to troubleshoot the insulin pump in person. Advised that the request would be forwarded to the proper person. Nothing further was reported.

Manufacturer narrative:
The software version for this device is currently unknown. (B) (4)

Event description:
During the execution of the technical service bulletin, the field service engineer observed corrosion on the architect ground strap. The ground strap was replaced without any report of incident or injury.